Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreaticoduodenectomy, on small intestine resection, the surgeon could not fire the device. The surgeon replaced the handle from powered stapler to a manual stapler,and also replaced the reload, but the status was not improved. It is unknown whether the closing and opening check of the jaws was done or not. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were pre-fired and engaged in interlock. There were no staples protruding from proximal staple cartridge channels. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.